Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently not available.

Event description:
The affiliate reported via email during a rotator cuff repair, when the anchor was implanted, at the time of repairing the lesion during the knotting process, the two sutures of the anchor broke, leaving the anchor inside the patient without performing the repair function. We proceed to pass another orthocord anchor suture to be able to fulfill the objective of the surgery. This causes a delay in the procedure. (30minutes). Patient in good general condition.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).